Manufacturer narrative:
Based on the claim against the product by the customer noting an issue with the vessel sealer (vs) instrument and a message to match grip, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse confirmed the reported failure on the erbe. The erbe was replaced. The system tested and verified as ready for use. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The integrated electro surgical unit (iesu) was analyzed and the reported issue with the vessel sealer (vs) and u-02 error on start-up was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode. The unit will be returned to original equipment manufacturer (OEM) for repair. The complaint regarding an issue with the vs instrument and a message to match grip was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the site had an issue with the vessel sealer (vs) instrument and a message to match grip. The logs showed numerous c-01 errors for erbe. The site had changed out the instrument with no change. The intuitive surgical inc. (Isi) technical support engineer (tse) instructed the site to restart the erbe. The procedure was completed with no reported injury.